Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (g2 ¿ report source): company representative; was selected inadvertently and does not apply to the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, incorrect reprocessing, could be identified. We could not specify root cause of the suggested event. We consider that there was difference in handling/reprocessing steps of the device between the user understanding and olympus recommendation. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not performing a flush of the auxiliary water channel at bedside cleaning post procedure. No patient infections or injuries reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the user facility staff was not performing a flush of the auxiliary water channel at bedside cleaning post procedure. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.